Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had an allergy skin test to rule out a potential allergy to any of the device components, the test was negative. The recipient was injected with 1ml of lidocaine, with 1% adrenaline and the recipient reported temporary relief; however, did not resolve the issue. No additional medical intervention occurred. The recipient will not pursue revision surgery at this time. The recipient is wearing the device and will be managed by the center's protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a bacterial infection. Revision surgery is under consideration. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section: h.10, h.6. The recipient was not reimplanted. The recipient will be re-implanted at a later time. Additional cultures were negative for infection. The recipient was reportedly prescribed additional antibiotics (types unknown). The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is noted that the infection has returned. The recipient will now be treated and follow by infectious diseases. The recipient will not be re-implanted. Additional treatment information will not be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented a test from being performed. The device passed the electrical and mechanical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.